Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted the rv seal plug and setscrew were missing. No partial leads were received in the header. Dried body fluids were observed in rv port. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits except for the inductive telemetry. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the right ventricular (rv) lead was stuck in the header when this pacemaker was being explanted for normal battery depletion. The physician attempted to unscrew different screws and take off the seal plug, but the lead did not come out. The lead was ultimately cut and surgically abandoned. A new lead and device were placed. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead was stuck in the header when this pacemaker was being explanted for normal battery depletion. The physician attempted to unscrew different screws and take off the seal plug, but the lead did not come out. The lead was ultimately cut and surgically abandoned. A new lead and device were placed. No additional adverse patient effects were reported.